Event description:
Procedure: gastrointestinal. According to the reporter: the customer states the suture detached from the needle in two different cases when the user was performing a gastric anastomosis. (B)(4) for second case.

Manufacturer narrative:
(B)(4).